Event description:
After a corpectomy, the xrl system cage was placed at t12. Some gentle impaction was used for placement. The surgeon could not get the locking ring to fully engage. He tried to further distract to get the locking ring to fully engage. The surgeon the removed the cage and noticed a piece of the cage broke. The fragment was recovered and the surgeon then used synex to complete the procedure. This is 2 of 4 reports for the same event.

Manufacturer narrative:
The investigation could not be completed. No conclusion could not be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Investigation is on-going.

Manufacturer narrative:
A review of synthes device history record, for p/n 08.807.243s, lot # 6779130, revealed the xrl medium endplate 26mm x 30mm/0 degree, sterile, was manufactured by rms to the brandywine router # 2787876 wb, and processed per specification requirements. Ncr # us1056255 was written on december 22, 2011, for the oversize condition of the .085 to 0.95mm dimension as 0.978 to 0.983 mm, on 12 out of the 12 parts in the lot. The parts were re-inspected on the cmm; eleven parts passed, one part failed and was scrapped. The ncr was closed on january 24, 2012 and the parts were released to bp55 on january 31, 2012. The rms certificate of compliance (c of c) # ps036899 / a, dated december 15, 2011, indicated the lot met the material requirements, the required specifications, and conformed to specifications. The complaint condition is due to an unknown cause. The lot conformed to the synthes drawing number 08.807.243 and met the material requirements and the required specifications. The part was in good condition. The endplates and endplate screws are in excellent condition and perform as intended. The central body and the spikes on the endplates provide clear evidence of excessive impaction and manipulation of the implant by impacting the spreader onto the wrong features. The subtasks in this event evaluation for each part in the implant assembly clarify the points mentioned above, the technique guide was not followed. The design risk assessment was reviewed and was found to be adequate for the intended use.